Event description:
It was reported that the rings of a 3.0mm coupler were ¿a bit loose¿ and were unable to fully attach. This occurred during use. Another coupler was used to complete anastomosis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed on the coupler which appeared to have the rings aligned properly. Upon further investigation of the rings, it was noted that a single coupler pin can be seen in the inner diameter of the approximated coupler rings. If all coupler pins are not fully mated in the opposing ring, there is potential that the approximation may not be completed as intended. A slight bend in the pin may have contributed to it being visible within the approximated coupler rings. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.